Event description:
It was reported that the hand piece for battery powered driver reverse does not work. The issue was observed during weekly equipment check. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. No further information was provided. This report is for one (1) hand piece for battery powered driver. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reporter is a j&j sales representative. Service & repair history: the previous service event for part number 05.000.008 with lot number(s) 006945 has been reviewed. The customer called in a service request for this item on 2-aug-2022 for reverse does not work. The item was previously returned for service on 29-jan-2018 due to electronic control damaged. The previous service condition of electronic control damaged is not relevant to the current complained issue of reverse does not work. The manufacture date of this item is 3-oct-2017. The service history review is confirmed. A product investigation was conducted. Service and repair evaluation: the customer reported that the 05.000.008, hand piece for battery powered driver reverse does not work. The issue was observed during weekly equipment check. The repair technician reported tan/brown residue between d47 and d34, discolor wires / 05.000.008.005, brown/black residue on barriers, white residue around d38 and d41, rust on d35 and d36, grinding d42. The device does not run in reverse, runs low in fast forward, run intermittently in forward conditions. The following parts were replaced: circuit board, set screw, shrink tubing, hand piece housing, motor/gearhead, cam screw, membrane switch/flex circuit, holder/membrane vent, drive shaft rotary seal, hand piece for battery and all applicable components. The cause of the issue is unknown. Repair and final inspection of device with serial number (B)(4) was not performed due to corrosion damage around the cam screw hole for housing. The item with serial number (B)(4) was repaired per the inspection sheet, passed synthes final inspection on 12-sep-2022 and will be returned to the customer upon completion of the service and repair process. Reason for repair is damaged component. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. A shr was performed on the serviceable device and it was found that the device was manufactured on 3-oct-2017. A manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure 100673626 no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.